Event description:
It was reported that the customer received multiple 'occlusion' alarms. Troubleshooting was performed and found the occlusion is within the cartridge. Customer had elevated blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.